Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced failure to prime and self-activation or keying. This information was received from one source. There was one patient involved with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced failure to prime and self-activation or keying. This information was received from one source. There was one patient involved with no patient consequences. The age, weight, and gender of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced failure to prime and self-activation or keying. This information was received from one source. There was one patient involved with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. Failure to prime was confirmed as malfunction; but was inconclusive for the reported self-activation, as a full functional evaluation was not performed due to the identified failure to prime. A definitive root cause could not be determined. The device is labeled for single use. H10: g4. H11: g1, h2, h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.